Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a tower door failed repeatedly. The door could be recovered temporarily; however, it failed again each time medication retrieval was attempted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) verified the issue and confirmed that tower 1, door 2 was double clicking. All latch micro switches were cleaned and lubricated, firmware updates were applied, and the unit was rebooted. Testing was completed successfully using hardware test application, and the customer performed inventory without issue. The system functioned as intended after the field service engineer repaired the device.